Event description:
The customer reported battery fault. The device was not in use at the time of the reported event.

Manufacturer narrative:
MFR rec¿d date: 11oct2019. The manufacturer¿s international service technician confirmed the reported issue. The customer was advised to purchase a new battery. No additional information is available on the repair of the device. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported battery fault. The device was not in use at the time of the reported event.